Manufacturer narrative:
Information was not provided. Date of event was not provided. Lot number was not provided. Without a lot number, expiration date and manufacture date could not be determined. End of report.

Event description:
A hospital employee in (B)(6) reported 10 patients experienced ulceration at their PICC catheter insertion sites. Securacath® securement /stabilization device and 1657r 3m¿ tegaderm¿ chg chlorhexidine gluconate I. V. Securement dressing were reportedly applied to all the PICC catheter sites. All 10 patients required PICC catheter removal. The PICC catheter sites all reportedly healed with some "dressing management".